Manufacturer narrative:
(B)(6). Section d4: lot number was not provided by the healthcare facility. The subject mr290v vented autofeed humidification chamber is not available for evaluation as the healthcare facility reported that the device had been discarded. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: lot number was not provided by the healthcare facility. Method: the subject mr290v vented autofeed humidification chamber was not available for return as the healthcare facility disposed of the device. Our investigation is based on the information provided by the healthcare facility, analysis of other devices returned from this healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the humidification chamber was observed cracked and leaking water. Additional information provided by the healthcare facility indicated that their practice is to wipe the humidification chambers daily with cleaning wipes. The subject device was not returned to f&p healthcare, however, the healthcare facility provided devices from similar events that occurred in the same time frame. Based on the investigation of these devices, the cause of the reported crack is most likely environmental stress cracking due to exposure to incompatible chemicals. Conclusion: based on the investigation of devices returned from the healthcare facility related to other similar events, the cause of the reported crack is most likely due to exposure to incompatible chemicals. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalationor equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.